Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - 2156 - immunodeficiency.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025, the patient began feeling ¿fogged¿, nauseous, and was vomiting. The patient¿s cgm was reading between 80-90 mg/dl, and the bg meter was reading high mg/dl. The patient¿s spouse called emergency medical services (ems) and was taken to the emergency room (ER). At the ER, the patient¿s bg meter reading was 836 mg/dl. No cgm comparison value was reported at this time. It was also reported the patient had a previous surgery and had an infection because of that. The patient¿s heart rate also increased to 220 beats/minute, leading to atrial fibrillation. The patient was admitted to the intensive care unit (ICU) and was treated with 10 unspecified medications, but she was unable to confirm the specifics. The patient was still in the ICU at the time of report with heart complications and a low immune system. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.